Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the pulse generator exhibited undersensing. No intervention was performed. The patient was fine and would continue to be monitored.